Manufacturer narrative:
Intellanav mifi open-irrigated ablation catheter was evaluated by boston scientific. Visual inspection noted that the device has the catheter shaft kink at 35.5 cm from proximal start of the catheter shaft. Functional test shows that the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Leakage test showed the device lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit failed the test due a gross leak. Continuity test was performed, and no problems were detected. The noise test could not be performed due a communication error caused by the leak. The device was destructively analyzed, and it is possible to observe a dual lumen damage at 35.5 cm from proximal start of the catheter shaft. Also, it is possible to observe a kink in the twisted pair of the sensor and it is possible to observe isolation damage on the guidecoil of the catheter. Laboratory analysis found a leak reportable malfunction and confirmed the reported clinical observations.

Event description:
Reportable based on analysis completed on (B)(6) 2023. It was reported that during an ablation procedure for a supraventricular tachycardia, an intellanav mifi open-irrigated ablation catheter was selected for use. Noise was detected on the recording system, no noise detected on the body surface of the electrocardiogram. Also, there was not an implanted device in the patient. The noise was severe from the time the device was inserted into the body, and it got worse when the power was turned on. The cable was replaced, but the event did not improve; therefore, the catheter was replaced. No patient complications were reported, analysis of the retuned device revealed a gross lumen leak.